Event description:
Pt had initial breast implants placed in 1974. Progressive hardness and suspected right rupture and calcification necessitate removal. Upon removal rupture of bilateral implants confirmed. Implants of MFR.